Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). At 6:52 a.m., a sample from the patient was tested on the meter, resulting in a glucose value of 597 mg/dl. At 6:54 a.m., a sample from the patient was tested on the meter, resulting in a glucose value of 116 mg/dl. At 6:55 a.m., a sample from the patient was tested on the meter, resulting in a glucose value of 108 mg/dl. The customer was not sure if the same fingerstick was used to collect sample for each measurement.

Manufacturer narrative:
No product was returned for investigation. Medwatch field h6 coding has been updated.